Manufacturer narrative:
The investigation findings did not uncover any details that would change or modify the risk of the device. This failure is covered in the trilogy evo safety risk management matrix. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
A trilogy ev300 device was returned for a field change order implementation. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the device failed the active exhalation verification test. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. The device still failed the pre-test. The device's proportional valve (aecm) and 3-way solenoid valve were then returned to the manufacturer's product investigation laboratory (pil) for further investigation. The pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. The pil concluded that the proportional valve operates as designed. Pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest; however, it failed aecm verification testing at pretest. This is indicative of a faulty solenoid valve. This failure is under investigation by engineering.